Event description:
A perclose proglide suture-mediated closure system failed during deployment of the suture resulting in a wire breaking off at the suture deployment site in the right femoral artery. Surgery was consulted for review and the patient ultimately underwent surgery for removal of the retained wire. The patients condition remained stable throughout. Neither the perclose or the retained wire were saved or returned to the manufacturer for failure analysis.